Event description:
It has been reported that the monitor went into self test during cardiac arrest - after self test message appeared "unable to perform." There are no known consequences or impact to the patient.

Manufacturer narrative:
Update as product problem from si.

Manufacturer narrative:
His report is based on information provided by philips engineering personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls indicating that the device progressed into self test during cardiac arrest. The logs were revived by pss (B)(4) and he was unable to confirm customers claim that the monitor went into self test mode. Previous power on of the tempus was between 15:35 to 15:51. Tempus power up at 16:17:14 (green). Power down was initiated at 16:19:07 (yellow) and the tempus turned off at 16:19:21 (red). There were no other reboots between 16:17 and 16:19. The tempus was used again at 16:57:54 (green). The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.